Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with stenosis and underwent anterior lumbar interbody fusion, post-op, the device was broken. Product was explanted. Patient complications reported to be unknown.

Manufacturer narrative:
X-ray review: post op x ray for l5 s1 alif with posterior instrumentation provided one of the l5 screw appears fractured, there is a paucity of bone in the interbody space. Failure of bony fusion is the likely reason for this hardware failure. If information is provided in the future, a supplemental report will be issued.